Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not functional. There was no patient involved.

Manufacturer narrative:
Initial aware date corrected to 11/15/2023 as reported in duplicate mfg report 2249723-2023-05043 which has been cancelled.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not functional and had a touch screen malfunction. There was no patient involved. Reference mfg report number cancelled for this same event: 2249723-2023-05043.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not functional.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the touchscreen assy. The fse then performed unit checkout. The unit passed all functional and safety tests and it was returned back to the customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.